Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that artic sun device was not cooling. A check showed the mixing pump had failed and stated would order and replace the mixing pump onsite.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to mixing pump component failure. A check showed the mixing pump had failed. Biomed stated that they would order and replace the mixing pump onsite. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. It is known that the device did not meet specifications and the device was influenced by the reported failure. The device was not in use on a patient. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. Therefore, a device history record review was not required. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Therefore labeling review is not required. Correction: f,g,h h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that artic sun device was not cooling. A check showed the mixing pump had failed and stated would order and replace the mixing pump onsite.